Event description:
It was reported that during a breast biopsy, the cutter is not traveling out to the end of the probe during sampling. There was no error code reported, and it was not noted if the controller display showed the cutter traveling to the tip of the probe or not. A new probe was used with the holster to complete the procedure with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found that excessive body fluids were causing the cutter to jam. To correct the complaint, the site replaced the transverse drive shaft and its surrounding components. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.